Event description:
It was reported that the pt had an infection. Perioperative antibiotics had been administered at the time of implant. About a week and a half after implant, the pt experienced redness, swelling, drainage and incisional wound opening. The primary location of the infection was reported to be the device pocket, catheter and lumbar region. A culture was obtained (source unk) and this isolated methicillin resistant staphylococcus aureus. The hcp reported that this pt did not have meningitis. The pt was treated with IV antibiotics. Four days after the onset of symptoms, the total device system was explanted. Complications included ketosis and respiratory failure. The hcp reported that the infection resolved. The pump contained compounded baclofen, (concentration and dose not reported) with the last refill on the date of implant.

Manufacturer narrative:
Catheter was returned. Analysis revealed acceptable catheter testing. No anomaly found.